Manufacturer narrative:
On 08/16/2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Camera arm was sagging. Camera arm screw was tightened and arm is functioning as intended. Issue resolved. System performed as intended. On 08/29/2016 software investigation completed. Findings are that the green sphere of accuracy was small around area of interest, yellow encompasses most of the head. Fiducial placement symmetric, pointmerge used. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy and missed the target for a catheter. The surgeon was performing a shunt placement and did not end up where the software was showing. The medtronic representative confirmed that on the surface of the skin there was a 3 millimeter inaccuracy, however, that they had a green sphere of accuracy around the target. It was acknowledged that the registration was not good. When navigating, the surgeon became off plan, and instead of re-starting the navigation system, attempted to bend back to the target. The surgeon opted to abandon navigation and placed the shunt without the navigation system. In trouble-shooting, the medtronic representative advised the surgeon not to bend back onto the plan. Delay in therapy was less than one hour. There was no impact on patient outcome.